Event description:
The following was reported to gore: on (B)(6) 2023, this patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis, and a gore® dryseal flex introducer sheath(dsf) as an accessory in the procedure. The dsf was advanced from left common femoral artery (lcfa), but the physician had difficulty advancing the dsf due to calcification in the left external iliac artery (leia). Attempts were made to advance the sheath but unsuccessful. A rupture at the access site was confirmed, the dilator was inserted to stop bleeding. During the angiography to confirm hemostasis, a tear was observed between the lcfa and leia. Therefore, the lcfa and the leia were blocked, and the procedure was continued by inserting the dsf from the leia. After all stent grafts were placed, the tear was repaired by anastomosis. The patient tolerated the procedure.

Manufacturer narrative:
H.6. Investigation findings code c19: the device history record was reviewed to ensure that each manufacturing and inspection operation was performed and indicated the product met creganna medical specifications and procedures. The device was discarded at the treating facility and was therefore not available for analysis. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.